Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) delivered multiple shocks to the patient, some appropriate and others not. During therapy delivery, a loud popping noise was reported. Measured shock impedances from these episodes were out-of-range, <20 ohms. Damage to the device case was observed during removal from the pocket. The associated acute lead tested normally with a pacing system analyzer (psa) and no visible damage was noted. A new device was implanted without incident.